Event description:
Platinum clinical study. Same case as 2134265-2009-05369. It was reported that during a coronary artery treatment procedure, there were suboptimal results and an embolization occurred. Lesion 1 was located in the left anterior descending (lad) artery. The physician treated the lesion with a 3.0x15 non bsc stent inflated to 12.5 for 18 seconds. Post dilatation was performed with a quantum maverick inflated to 10.2 atms/28 seconds. Due to highly stiff and calcified vessel, the non bsc stent could not be fully post-dilated. The lesion had 40% residual stenosis and was stated as "partially successful". Lesion 2 was a 3.50mm, 80% stenosed, 13mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with pre-dilatation using a 2.5x15 apex balloon at 10.5 atms for 11 seconds. After pre-dilatation, the patient developed transient st segment elevation in v1 likely caused by distal embolization. This resolved spontaneously. The procedure was completed using a 3.50x28mm study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).